Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the repair is complete.

Event description:
Info received indicates the head of the bed is drifting down. The hydraulic valves were replaced but the issue remains.